Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4087 competitor implantable pacing lead 2003 (B)(6). (B)(4). Lead not received by manufacturer.

Event description:
It was reported that the right atrial (ra) lead had high threshold and low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.